Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon ruptured after approximately one day post-deployment. The procedure was repeated with another device (unknown manufacturer). The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.